Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the ring inside the cup was blocked. A new cup was opened and implanted.